Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6)2017. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 19.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2016. Post-operatively, the patient complained of seeing terrible reflections from the periphery of her operative eye that occurs only at night. There are no issues when the patient looks straight forward. The patient also sees crescent shapes when looking at traffic lights with or without glasses. She also has seen a cornea specialist who suggested doing an explant or moving the lens forward, which could eliminate the reflections. Reportedly, the implanting surgeon currently has no plans to rotate or explant the lens. The plan for now is to get a scleral lens to alleviate the problems the patient has been having. The patient will be fitted towards the end of february. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.